Event description:
The positive inspiratory pressure of the neopuff resuscitator built into the fisher and paykel infant warmer fluctuated whenever the knob was turned. You could be turning up the knob to increase the pressure, and the pressure might increase, or it might decrease unpredictably.